Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified.

Event description:
It was reported that during a stent placement procedure, the stent allegedly partially deployed. It was further alleged that the guidewire became stuck on the delivery system. The delivery system and guidewire were removed as one unit and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: a stent delivery system was returned for evaluation. Based on the evaluation of the returned sample the reported issue could be confirmed. During evaluation testing the grip was opened; it was identified that the proximal sheath was kinked which led the guide wire to be stuck and to a partially deployed stent. It was concluded that increased friction was present leading to deployment force increase and subsequent sheath kinking. A manufacturing related issue could not be identified. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further states: 'advance the stent system over the guidewire through the introducer sheath.'

Event description:
It was reported that during a stent placement procedure, the stent allegedly partially deployed. It was further alleged that the guidewire became stuck on the delivery system. The delivery system and guidewire were removed as one unit and another device was used to complete the procedure. There was no reported patient injury.